Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers were jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were jammed. A field service engineer (fse) remotely accessed the system and dropped into windows to inspect the pyxisbus network settings. The ip address was updated from 192.168.0.1 to 192.168.0.2. After returning to the application and verifying proper configuration, the fse again dropped back into windows to finalize the ip settings and rebooted the system. All pockets successfully reappeared and were confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers were jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.